Event description:
It was reported that the ilet device required the user to wiggle the charging cord to initiate charging, and a replacement charger was shipped. Symptoms included no clinical symptoms. Outcomes included no impact beyond the need for replacement supplies. Investigation included a review of the reported charging issue and logistics of replacement. Investigation of this case revealed a likely faulty or intermittent charger or charging cable connection, consistent with a charger hardware issue affecting power/charging functionality. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the external charger leading to inadequate electrical contact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.